Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with high blood glucose levels of 1100 mg/dl. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.